Event description:
A facility reported that when doing the second hole, the perforator (ID: 261221) did not disengage, causing a tear in the dura matter. The bleeding was controlled without difficulties, and the procedure was completed.- Is the motor electrically or pneumatically powered? "Electrically powered."- What is the brand of the motor used? "Medtronic."- Was the perforator properly assembled with the motor? "Yes."- Were the recommended tests performed between each hole? "Yes."- Was the approach angle perpendicular as specified in the Instructions for Use? "The approach angle was not strictly perpendicular". - Was constant downward pressure applied? Yes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.